Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation: analysis was normal. No anomaly was found.

Event description:
It was reported that during follow up high, out of range pacing lead impedance and elevated threshold were observed. The lead was explanted and replaced during device changeout.